Event description:
It was reported it was "50/50 whether they could save anything and the material was just¿ uh deteriorating.¿ it was stated ¿your equipment is wearing out in his brain.¿ it was reported this occurred about 2 months, maybe less, prior to the date of the report.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# v640229, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v640229, implanted: (B)(6) 2011, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v640229, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v640229, implanted: (B)(6) 2011, product type: lead. (B)(4).